Event description:
It was reported that during an indirect decompression system implant procedure when the physician attempted to deploy the implant, the spindle cap made a cracking noise. The implant then spun with zero resistance and would not deploy. The physician was able to successfully complete the procedure using another implant. No additional adverse patient effects were reported. Additional information was received that the device was retained by the medical facility and therefore will not be returned.

Event description:
It was reported that during an indirect decompression system implant procedure when the physician attempted to deploy the implant, the spindle cap made a cracking noise. The implant then spun with zero resistance and would not deploy. The physician was able to successfully complete the procedure using another implant. No additional adverse patient effects were reported.